Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for resetting pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.